Event description:
The pt experienced a loss of therapeutic effect since a fall. He fell while going to get a new battery for his pt programmer (pp), but did not fall on the device. He received good therapy before the fall. No one was available at his clinic so he went to the emergency room. He was shaking so bad that had to be strapped into his wheel chair and if he would try to get up, he would fall again. He was able to turn his neurostimulator (ins) on/off with his pp. When turning his ins on, he experienced a shocking sensation down his arm. Further info has been requested from the hcp.

Manufacturer narrative:
(B) (4).